Event description:
Patient underwent cataract surgery in 2001 and implantation of staar model aa-4207vf intraocular lens in left eye. According to dr's complaint report form, the patient had a weak capsule. Doctor made a central hole in the posterior capsule. During the insertion of the lens through the central hole, the lens went through and caused a larger tear in the posterior capsule. In addition, during insertion, the inserter grabbed the edge of the tear centrally and directed it downwardly through the tear (hole). Doctor stated on the report that could not be sure of the intergrity of the posterior capsule to support a plate iol. After the removal of the lens an anterior vitrectomy was performed. Patient's prognosis first day postop 20/60, and doing well.